Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, haptic was broken with no patient contact.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. Intraocular lens (iol) returned positioned incorrectly in the iol case. The lens was adhered to the lens case lid. Solution is dried on the iol. One haptic is broken and adhered to the optic surface in a folded position, the other haptic is deformed. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "haptic was broken". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100 percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).